Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care professional indicated that the patient did not experience any symptoms related to the reset, safe state message. The cause of reset, safe state was premature end of battery life. A low battery reset message was noted on the logs. For actions and interventions taken, it was noted that the rep attempted to reset the pump but the battery had expired. The reset safe state event issue was not resolved. The patients weight at the time of the event was unknown. The pump was explanted on an unknown date and replaced

Event description:
Information was received from a health care professional via a manufacturer¿s representative (rep) regarding a patient who was receiving lioresal (concentration 2000 mcg/ml at minimum rate dose also reported as 11.9 mcg) via an implantable pump for intractable spasticity and multiple sclerosis. On this report date, the rep was called to the hospital to read the alarming pump, alarm was heard by the patients caregiver and confirmed by telemetry. The critical alarm was due to reset, safe state. It was reviewed that to check pump logs, consider replacing pump consider managing patient by other means e.g oral medication and consider minimum rate mode, the rep was to review options with the physician. There were no symptoms reported, the patient was non-verbal, non-communicative, patient was admitted no further complications were reported.